Event description:
A customer reported unexpected outcome, lens rotated five degrees (surgical intervention) in the right eye of a patient, after surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Service history was reviewed for the system. No service record relevant to the event was found. However, the system was last serviced prior to the reported event. The system found to meet all cosmetic and performance standards. With no additional, related information provided, the customer¿s reported event was not able to be confirmed. Based on the information obtained, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).